Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). It was checked and found the followings at the investigation. <the combination test results> -the subject device and otv-s300 owned by the user were run the combination test. The combination test had been run at the multiple times with attaching/ detaching, the video terminal was connecting / disconnecting, swing the camera cable of the subject device and run for 1 hour with the camera cable of the subject device was connected. But it could not duplicate the reported phenomenon. <other result findings> -when it was checked the exterior of the subject device and the combination device, otv-300 owned by the user, it could see the water droplets on the electrical contacts of the output socket of otv-300 and the pins of the electrical contact of the subject device were discolored. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the investigation result and the followings, omsc determined there was the possibility this phenomenon was attributed to the temporary video data communication failure between the subject device and otv-s300 owned by the user due to the temporary liquid adhering to the connector pins and electrical contacts. -since the image was not displayed, the video data was interrupted while the subject device was being detected. -from the exterior check, it was found that the liquid had adhered to the connector part. -since the reported phenomenon could not duplicate, the reported phenomenon had been the temporary occurrence. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated with connecting to the otv-s300 which was used when the issue had occurred and there was no abnormality on the exterior. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared temporarily with combination use of the video processor (otv-s300) during the thoracoscopic pneumonectomy procedure. The subject device was recovered when the user checked and adjusted the connector and sdi terminal of the otv-s300. The intended procedure was completed the using same set of devices. There was no patient injury associated with this report.